Manufacturer narrative:
Patient initial/ID are unknown. Patient weight is unknown; reported as overweight. Device was reportedly not able to be explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during an osteosynthesis screws removal on the two superior extremities of the femur, it was impossible to remove the screws because the screw thread was too fragile. It was noted the surgeon tried for one and half to two hours without success on both hips. It was noted the screw thread was too malleable to unscrew it. The growth plate had fused and required a lot of strength to remove it. No new surgery will occur because there is a risk of causing a femoral neck fracture if a trephine is used on this anatomic part. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: sterile part: 209.695s, lot: 9286012: manufacturing site: selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: december 15, 2014. Expiry date: december 01, 2024. Non-sterile part: 209.695, lot: 9261152: manufacturing site: grenchen. Release to warehouse date: november 19, 2014. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that during the removal procedure on (B)(6) 2018, the screw heads were completely buried under the bone. Surgeon attempted to remove the screws with a suitable screwdriver but the screw became distorted during removal. Removal was not successful. The screw without the washer was retracted by 1 cm but was not able to be removed despite the use of multiple instruments. The screw was then strengthened making it flush with the bone. Patient position was then changed and surgeon attempted to remove the screw from the right hip. This screw head is also buried under the bone so the peripheral bone was removed. Surgeon encountered the same issue, only able to retract the screw by 1 cm. Screws were not removed, patient was closed and surgery concluded.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. MFR site: manufacturing site corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.